Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system, checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when setting up for a case, the navigation system could not see the left trackers on the imaging system. Rebooting the system did not resolve the issue. Site used other imaging system for the subsequent case. There was no patient present at the time of the issue.